Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the level module and level sensors to lab use only (luo) testing equipment. The system was monitored for three hours and 12 minutes with no observations of the unit inadvertently alerting or alarming. It was determined that the level module and level sensors met specification. Per data log review: on (B)(6) 2021, the level log showed many alarm probe status changes from coupled to uncoupled to coupled. This will cause 'level not attached' alerts (not alarms), which is most likely what the end user was reporting. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the level sensor module and both of the level sensors. Verification/release testing was preformed. The unit operated to the manufacturer's specifications. The yellow level sensor that was replaced: pn: 195215, sn: (B)(4), manufacturer date: 21-dec-2000. The red level sensor that was replaced: pn: 195274, sn: (B)(4), UDI: (B)(4). The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensors were continuously alarming. As a mitigation, the level sensors were turned off. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.